Manufacturer narrative:
Concomitant medical product: 459878 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low unipolar lead impedance and intermittent under-sensing. It was noted that the cardiac resynchronization therapy pacemaker (crt-p) had an ¿invalid data ¿displayed for cardiac compass data. The device and lead remain in use. No patient complications have been reported as a result of this event.